Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain lower abdomen'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 38-year-old female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression on (B)(6) 2008, multigravida (total number of pregnancies: 4), parity 3 (total number of live births: 3 live births. Birth dates: (B)(6) 1998, (B)(6) 2003 and (B)(6) 2008), umbilical cord around neck (1st child had cord around her neck), c-section (2nd child emergency c-section) and premature birth (3rd child was premature at 30 weeks). Concurrent conditions included overweight (77.6 kg on (B)(6) 2008, 77.5 kg on (B)(6) 2011), hypertension, pre-diabetes, sleep apnea and fatigue. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2015 for hormonal imbalance as well as caffeine;codeine phosphate;paracetamol (tylenol with code in #3), enalapril maleate;hydrochlorothiazide (vaseretic), multivitamin and omeprazole (prilosec). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced cardio metabolic syndrome ("metabolic syndrome"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization and intervention required), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), hypertension ("high blood pressure"), alopecia ("hair loss"), depression ("depression"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), urticaria ("hives"), adnexa uteri pain ("pain over the ovaries"), rash ("rashes") and fungal skin infection ("yeast infections in breast area") and was found to have weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with tranexamic acid (lysteda) and surgery (novasure endometrial ablation on (B)(6) 2015 and supracervical hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge, bladder disorder, tooth disorder, hypertension, alopecia, depression, nausea, migraine, headache, dysmenorrhoea, urticaria and adnexa uteri pain was resolving, the weight increased had not resolved, the urinary tract disorder had resolved and the rash, cardio metabolic syndrome and fungal skin infection outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, bladder disorder, cardio metabolic syndrome, depression, dysmenorrhoea, fungal skin infection, headache, hypertension, menorrhagia, migraine, nausea, rash, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: hospital course: uncomplicated, discharged home on (B)(6) 2015. Body weight on (B)(6) 2015: 190 lbs (86 kg). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Gynaecological examination - on (B)(6) 2010: post operative follow-up, no complication; on (B)(6) 2015: post-op general recovery: well. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Impression: appropriate location of essure devices bilaterally. Bilateral proximal tubal occlusion. Hysteroscopy - on (B)(6) 2010: insertion procedure: 5 mm hysteroscope inserted without difficulty, right and left ostia identified. Insertion in left tube, 3 coils exposed; insertion in right tubal lumen, 3 coils exposed. Hysteroscope removed, procedure terminated; on (B)(6) 2015: novasure endometrial ablation, polyp/ fibroid present. Pathology test - on (B)(6) 2015: cervix: benign endocervical tissue; endometrium: evidence of previous ablation; myometrium: no significant histopathology; serosa: low anterior scar, compatible with c-section scar; fallopian tubes: paratubal cysts right, no significant histopathology left, fimbriated ends present, bilateral. Gross: two coiled wired segments, grossly consistent with an essure device measuring 3.5 and 9.0 cm in length. Most recent follow-up information incorporated above includes: on 6-sep-2019: medical record received, new reporter and essure lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain lower abdomen'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 38-year-old female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression on (B)(6) 2008, multigravida (total number of pregnancies: 4), parity 3 (total number of live births: 3 live births. Birth dates: (B)(6) 1998, (B)(6) 2003 and (B)(6) 2008), umbilical cord around neck (1st child had cord around her neck), c-section (2nd child emergency c-section) and premature birth (3rd child was premature at 30 weeks). Concurrent conditions included overweight (77.6 kg on (B)(6) 2008, 77.5 kg on (B)(6) 2011), hypertension, pre-diabetes, sleep apnea and fatigue. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2015 for hormonal imbalance as well as caffeine;codeine phosphate;paracetamol (tylenol with codein #3), enalapril maleate;hydrochlorothiazide (vaseretic), omeprazole (prilosec) and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced cardiometabolic syndrome ("metabolic syndrome"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization and intervention required), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), hypertension ("high blood pressure"), alopecia ("hair loss"), depression ("depression"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), urticaria ("hives"), adnexa uteri pain ("pain over the ovaries"), rash ("rashes") and fungal skin infection ("yeast infections in breast area") and was found to have weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with tranexamic acid (lysteda) and surgery (novasure endometrial ablation on (B)(6) 2015 and supracervical hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge, bladder disorder, tooth disorder, hypertension, alopecia, depression, nausea, migraine, headache, dysmenorrhoea, urticaria and adnexa uteri pain was resolving, the weight increased had not resolved, the urinary tract disorder had resolved and the rash, cardiometabolic syndrome and fungal skin infection outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, bladder disorder, cardiometabolic syndrome, depression, dysmenorrhoea, fungal skin infection, headache, hypertension, menorrhagia, migraine, nausea, rash, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: hospital course: uncomplicated, discharged home on (B)(6) 2015. Body weight on (B)(6) 2015: 190 lbs (86 kg). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Gynaecological examination - on (B)(6) 2010: post operative follow-up, no complication; on (B)(6) 2015: post-op general recovery: well. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Impression: appropriate location of essure devices bilaterally. Bilateral proximal tubal occlusion. Hysteroscopy - on (B)(6) 2010: insertion procedure: 5 mm hysteroscope inserted without difficulty, right and left ostia identified. Insertion in left tube, 3 coils exposed; insertion in right tubal lumen, 3 coils exposed. Hysteroscope removed, procedure terminated; on (B)(6) 2015: novasure endometrial ablation, polyp/ fibroid present. Pathology test - on (B)(6) 2015: cervix: benign endocervical tissue; endometrium: evidence of previous ablation; myometrium: no significant histopathology; serosa: low anterior scar, compatible with c-section scar; fallopian tubes: paratubal cysts right, no significant histopathology left, fimbriated ends present, bilateral. Gross: two coiled wired segments, grossly consistent with an essure device measuring 3.5 and 9.0 cm in length. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain lower abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (birth dates: (B)(6) 1998, (B)(6) 2003 and(B)(6) 2008), umbilical cord around neck (1st child had cord around her neck), c-section (2nd child emergency c-section) and premature birth (3rd child was premature at 30 weeks). Concurrent conditions included overweight, hypertension, pre-diabetes, sleep apnea and fatigue. Concomitant products included tranexamic acid (lysteda) since (B)(6) 2013 for genital bleeding, anovlar (loestrin) since (B)(6) 2015 for hormonal imbalance as well as multivitamin, omeprazole (prilosec), solpadeine (tylenol with codein #3), tranexamic acid (tranexamic) from 2013 to 2015 and vaseretic. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), hypertension ("high blood pressure"), alopecia ("hair loss"), depression ("depression"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), urticaria ("hives") and adnexa uteri pain ("pain over the ovaries"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015) and surgery (on (B)(6) 2015, she underwent ablation.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, tooth disorder, hypertension, alopecia, depression, nausea, migraine, headache, dysmenorrhoea, urticaria and adnexa uteri pain had resolved and the weight increased outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, bladder disorder, depression, dysmenorrhoea, headache, hypertension, menorrhagia, migraine, nausea, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Current weight: 190 lbs. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was updated. Patient¿s demographics updated. Her historical condition and concurrent conditions were added. Essure insertion and removal date was updated. Concomitant medications were added. Events: device removed and device complications was replaced with pain lower abdomen, abnormal bleeding (vaginal, menorrhagia), vaginal discharge, weight gain, bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), hair loss, migraines, migraines, nausea, depression, hives, high blood pressure and pain over the ovaries. She had recovered form all the events except weight gain. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain lower abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (birth dates: (B)(6) 1998, (B)(6) 2003 and (B)(6) 2008), umbilical cord around neck (1st child had cord around her neck), c-section (2nd child emergency c-section) and premature birth (3rd child was premature at 30 weeks). Concurrent conditions included overweight, hypertension, pre-diabetes, sleep apnea and fatigue. Concomitant products included tranexamic acid (lysteda) since (B)(6) 2013 for genital bleeding, anovlar (loestrin) since (B)(6) 2015 for hormonal imbalance as well as multivitamin, omeprazole (prilosec), solpadeine (tylenol with codein #3), tranexamic acid (tranexamic) from 2013 to 2015 and vaseretic. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), hypertension ("high blood pressure"), alopecia ("hair loss"), depression ("depression"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), urticaria ("hives") and adnexa uteri pain ("pain over the ovaries"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015) and surgery (on (B)(6) 2015, she underwent ablation.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge, bladder disorder, tooth disorder, hypertension, alopecia, depression, nausea, migraine, headache, dysmenorrhoea, urticaria and adnexa uteri pain was resolving, the weight increased had not resolved and the urinary tract disorder had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, bladder disorder, depression, dysmenorrhoea, headache, hypertension, menorrhagia, migraine, nausea, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion current weight: 190 lbs. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, product indication updated, event outcome for all events updated from recovered/ resolve to recovering/resolving except weight increased it was updated to not recovered/not reslove. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain lower abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (birth dates: (B)(6) 1998, (B)(6) 2003 and (B)(6) 2008), umbilical cord around neck (1st child had cord around her neck), c-section (2nd child emergency c-section) and premature birth (3rd child was premature at 30 weeks). Concurrent conditions included overweight, hypertension, pre-diabetes, sleep apnea and fatigue. Concomitant products included tranexamic acid (lysteda) since (B)(6) 2013 for genital bleeding, anovlar (loestrin) since (B)(6) 2015 for hormonal imbalance as well as multivitamin, omeprazole (prilosec), solpadeine (tylenol with codein #3), tranexamic acid (tranexamic) from 2013 to 2015 and vaseretic. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), hypertension ("high blood pressure"), alopecia ("hair loss"), depression ("depression"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), urticaria ("hives"), adnexa uteri pain ("pain over the ovaries") and rash ("rash"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015) and surgery (on(B)(6) 2015, she underwent ablation.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge, bladder disorder, tooth disorder, hypertension, alopecia, depression, nausea, migraine, headache, dysmenorrhoea, urticaria and adnexa uteri pain was resolving, the weight increased had not resolved, the urinary tract disorder had resolved and the rash outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, bladder disorder, depression, dysmenorrhoea, headache, hypertension, menorrhagia, migraine, nausea, rash, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Current weight: 190 lbs. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs and medical record received:event rash added. Reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain lower abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (birth dates: (B)(6) 1998, (B)(6) 2003 and (B)(6) 2008), umbilical cord around neck (1st child had cord around her neck), c-section (2nd child emergency c-section) and premature birth (3rd child was premature at 30 weeks). Concurrent conditions included overweight, hypertension, pre-diabetes, sleep apnea and fatigue. Concomitant products included tranexamic acid (lysteda) since (B)(6) 2013 for genital bleeding, anovlar (loestrin) since (B)(6) 2015 for hormonal imbalance as well as multivitamin, omeprazole (prilosec), solpadeine (tylenol with codein #3), tranexamic acid (tranexamic) from 2013 to 2015 and vaseretic. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced metabolic syndrome ("metabolic syndrome"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), hypertension ("high blood pressure"), alopecia ("hair loss"), depression ("depression"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), urticaria ("hives"), adnexa uteri pain ("pain over the ovaries"), rash ("rash") and fungal skin infection ("yeast infections in breast area"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015) and surgery (on (B)(6) 2015, she underwent ablation.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge, bladder disorder, tooth disorder, hypertension, alopecia, depression, nausea, migraine, headache, dysmenorrhoea, urticaria and adnexa uteri pain was resolving, the weight increased had not resolved, the urinary tract disorder had resolved and the rash, metabolic syndrome and fungal skin infection outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, bladder disorder, depression, dysmenorrhoea, fungal skin infection, headache, hypertension, menorrhagia, metabolic syndrome, migraine, nausea, rash, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Current weight: 190 lbs. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-sep-2018: pfs received- new event metabolic syndrome, yeast infections in breast area were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.